Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced difficulty charging her ipg due to the ipg being tilted and almost flipped in the ipg pocket. As a result, the patient's ipg was explanted and replaced. The issue was resolved by surgical intervention.